Event description:
Event description guidant received information that this defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing which resulted in an inappropriate shock. It was also noted that upon interrogation this ICD displayed a warning message for a shorted lead fault.